Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. Two samples were returned for review. Attached customer email revealed that it was not certain which defective sample was associated with this complaint. Visual inspection of the samples found that the catheter tubing was detached from the strain relief and catheter hub of one sample . An examination of the catheter tubing found jagged edges at one end of the catheter tubing which is indicative of a tensile force being applied to the catheter. The other returned sample found the a small piece of tubing still attached to the luer hub, the rest of the tubing was not returned. The breakage site at the luer also exhibited signs of a tensile force applied. The most probable cause for the damage to the catheter was most likely related to an event within the user environment. Possibly, the damage was the result of a tensile force applied to the catheter resulting from patient movement or handling of the catheter. Since the reported issue was most likely related to an event within the user environment and not a manufacturing defect, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated "this aren¿t PICC lines we typically use and borrowed them from another hospital in the city, (B)(6). We received this lines on friday and since we¿ve had 3 break- we have only inserted three. These lines are fairly small, 1.9fr so they are fragile but this is not something we generally see. We insert many small piccs here as we service a (B)(6) hospital. The line has a visible droplet of fluid around the 3cm mark which was noticed by the ward nurse after insertion. Intervention: lines was removed, replaced, and IV started. There are three medical device reports associated with this event. This report is for the third event.